Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the charge nurse (cn) from the facility. The blood leak was noticed approximately forty minutes after the start of the patient¿s treatment. There were no alarms from the machine. The operator noted blood to be leaking from the arterial line just before the blood pump. There were no loose connections. No visible damage or defects were noted on the tubing. There were no leaks noted during the priming phase, and there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the blood pump was stopped and the treatment was discontinued. The patient¿s blood was not returned. Estimated blood loss (ebl) was between 300 and 350 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the charge nurse (cn) from the facility. The blood leak was noticed approximately forty minutes after the start of the patient¿s treatment. There were no alarms from the machine. The operator noted blood to be leaking from the arterial line just before the blood pump. There were no loose connections. No visible damage or defects were noted on the tubing. There were no leaks noted during the priming phase, and there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the blood pump was stopped and the treatment was discontinued. The patient¿s blood was not returned. Estimated blood loss (ebl) was between 300 and 350 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.